Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventralex. Ni/ni/ni: the patient had unspecified injuries. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This is an addendum to the initial emdr to document information provided via patient medical records. The information provided indicates that the patient coughed and felt a "pop." This appears to have been the onset of her adverse reactions subsequently leading to the explant of the mesh. The medical records indicate that the patient was treated for infection. Infection is a known inherent risk of surgery and is listed in the adverse reactions section of the instructions-for-use as a possible complication. A correlation with the bard mesh and the patient adverse outcome cannot be determined at this time. The additional information obtained from the medical records provided, does not change the initial determination. No conclusion can be made. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient had unspecified injuries. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum based on medical records provided by the patient's attorney: (B)(6) 2014: the patient underwent an open repair of a ventral incisional hernia with ventralex mesh and a partial omentectomy. (B)(6) 2014: the patient reported feeling a "pop" after coughing. The area is noted to be swollen with serosanguinous fluid per md office note. (B)(6) 2014: the md office note indicates the wound continues to drain from one site. The indurated area was cauterized in the office visit. Patient placed on antibiotics. (B)(6) 2015 - (B)(6) 2015: the patient was diagnosed with a wound dehiscence after umbilical hernia repair. Md office notes indicate there was a local infection. Abdominal wound cultures reveal a light growth mrsa and other bacterial growth. The patient underwent wound care treatment. (B)(6) 2015 ¿ (B)(6) 2015: the md noted exposed mesh in the wound. Per md office note, there was no active cellulitis in the area and the wound did not require debridement. The patient underwent wound care with a plan for mesh removal. (B)(6) 2015: the patient underwent removal of infected mesh (ventralex). Operative dictation notes: "mesh could be seen and was dissected free and removed in its entirety."